Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 598mg/dl. The mother stated that the infusion set was changed, but the customer was not able to exit from the prime screen. The mother also stated that the insulin was squirting out during prime. Troubleshooting was performed. Attempted to prime and the insulin pump did prime, but it did not recognize the reservoir. No further information was performed.